Event description:
Elastomeric pump for continuous infusion of 5fu was connected to patient via central line to be infused over 72 hours. Pt called ~33 hours later to say that pump appeared empty. Patient went to another hospital for a nurse to check. This nurse reported that pump did appear empty. Patient was disconnected. Elastomeric pump was determined to be a 5ml per hour pump vs the intended 2ml per hour pump, thus 5fu infused much quicker than anticipated as well as more milligrams infused than ordered. Our facility is concerned that the device labeling is not prominent enough. We have instituted a 2 nurse check of the rate.

Event description:
During pre-screen of the device by baxter on (B) (6) 2009, it was found that the stop key did not function as intended. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. The software version for this device is currently not known.

Event description:
On aril 7, 2010, the facility's representative reported to baxter global technical services on colleague cxe volumetric infusion pump in which the stop button is inoperable. Occurred the reported condition occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report.(B) (4)

Manufacturer narrative:
The condition of open and stop key does not function was due to a cracked flex cable at the bend for the open and stop keypad. (B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of open and stop key does not function was confirmed. The reported condition was due to a cut pump head module open and stop keypad flex circuit trace. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)